Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The device was returned with the blade scratched and cracked not broken off as described in the complaint. During functional testing, an error code 5 was displayed the device will stop activating, and either emit a solid tone or display an instrument error code 5 on the generator display when the blade becomes damaged. When a blade has been compromised such as scratched or cracked, the titanium metal is fatigued when continually energized and this results in the blade further cracking and possibly breaking off. A probable cause of an error code 5 (instrument error) is blade damage. Blade damage may occur from external contact with metal or plastic during pre-op or general use.

Event description:
It was reported that during a lap chole procedure, the device's blade tip broke off. There were no patient consequences. Case completed with another device of the same product code.